Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise and oversensing observed on the patient's epicardial right ventricular (rv) lead, which was caused by the patient's diaphram stimulator device. The lead was capped and replaced with a transvenous lead. No patient complications have been reported as a result of this event.